Event description:
Have had ongoing pain, swelling and issues after novasure endometrial ablation surgery last year. Began day of surgery with urgency of urination and severe uterine pain. Urinating 1x per hour. Discharge after surgeon lasted almost 2 months (clear / orange). Had ongoing abdominal pain. Tried intimacy with spouse at 9 weeks post surgery, end of july. Sex extremely painful and became inflamed and radiating pain body-wide. Went back to dr who did surgery. He did a quick visual exterior exam and said it looked normal and kicked me out. Went home, got a mirror, and can see red / purple inflamed streaks through vulva and rectal area. Told gp who said it was a "fibromyalgia flareup". Got a different gp. Was told to go to gastro. Wen to gastro. Was told to use hydrocortisone cream on rectal area. Went to different gp, clinics x2. Pain is entire vaginal / vulva area and rectal area. I've been in prompt care and yesterday back to the gynecologist who performed the ablation. He does not want to admit wrong-doing for my pain and ongoing. I told him intimacy is impossible. In 2019, I have only tried to have sex with my husband 1 time. It is impossible now. I told him there is visible irritation (those red-purple lines). He said redness is normal (it is not for me). I've been to 10+ different drs who don't know what to do with me. The burned fissures in my rectal and vaginal area will not heal. I've been in the emergency room (ER) for pelvic pain. The past two months I feel as if I will get menstruation. I start to cramp, but there is no bleeding, only severe pelvic swelling and pain, for several days. I think scar tissue plugged my cervix. Completely debilitated. Need help. Need to know what specialist can identify and treat the scar / fissure / pain. Need to know if other women had severe issues after ablation. Located in (B)(6). Limited on drs and specialists due to size of town. I have for this issue been to women's health 2x, ER 2x, urgent care 2x, general practitioners x 5, gastroenterology, dermatology, dermatology, general surgery and more. Several months ago, I emailed hologic, the MFR of novasure. I got a response but no advice and nothing else, just a thanks for the info. Vaginal + rectal scar, pain. FDA safety report ID# (B)(4).